Event description:
Customer's mother reported that the insulin pump was squirting out insulin during manual priming. Caller reported that the insulin pump would not exit the rewind process. Caller reported that the insulin pump's drive support cap was sticking out. Blood glucose level was 425 mg/dl at the time of the call. Caller treated with a manual injection. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk. The insulin pump was unable to perform prime test due to loose drive support disk. The insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.